Event description:
It was reported that the ilet pump screen was cracked and the patient was unable to enter meals, consistent with a display interface failure of the insulin pump assembly. Symptoms included inability to complete meal entries; no adverse clinical effects were reported. Outcomes included a replacement device being arranged and instructions provided for data sync, shutdown, return of the original pump, and re-setup. Investigation included complaint intake, verification of device identification, and shipping a replacement for field correction. Investigation of this case revealed a physical screen damage leading to impaired user interface function, consistent with a mechanical damage of the display component. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage.